Manufacturer narrative:
Although requested, the product has not yet been returned to cordis for evaluation and testing. This file is considered closed.

Event description:
During stent deployment, the balloon burst at 3 atmospheres. The tip fractured and was retrieved with a snare.